Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: a review of the pump¿s black box revealed consecutive ¿cs054/cs052/cs012¿ alarms. The battery compartment was found to be cracked. There was no battery cap returned so a test battery cap was used and was able to fit and maintain an electrical connection. Unrelated to the original complaint, the display lens was found to be cracked. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. The unity test code download tool application was used to upload a test code to the master slave processor but the upload was unsuccessful. A slave processor failure was concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.